Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wheel of the prismaflex machine was observed to be damaged during set up. The device was at risk of tipping over. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. The device was not received for evaluation; however, the device was evaluated on-site by a non- vantive qualified technician. During visual inspection, it was found the rear wheels were in poor physical condition and the front wheels were loose. The reported condition was verified. To resolve the issue, the wheels will need to be replaced. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.